Event description:
It was reported that the patient previously presented in clinic for follow up. Upon interrogation of the device, it was noted that the left ventricular lead was dislodged. No electrical anomalies were reported. The patient underwent lead revision on (B)(6) 2017 to have the lead explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.